Manufacturer narrative:
The manufacturing batch lot was provided. A review the device history records for the guidewire involved in this incident revealed the product met specification prior to shipment. The device was not received for analysis; therefore no physical analysis of the product can be performed. The product was reportedly disposed of by the end user. An exact cause for the incident could not definitely be determined. Based on the information received, clinical or procedural factors may have impacted on the event as reported. If additional information is received a follow-up medwatch report will be submitted. End user disposed of product.

Event description:
As reported; "while putting the 23 mm valve over the wire extraordinary resistance was remarked. Safari was coiled and catheter stucked. No possibility to continue. Physician removed the safari wire. Proceeding with another of same device without any problems. Patient was always stable."